Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose at the time of event was over 33 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin drip. Customer stated had insulin flow blocked alarm. The insulin pump will not be returned for analysis.